Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery as the device gradually stopped working as expected. The physician suspected sub-cuff atrophy. The device was explanted and a new device with a smaller cuff was implanted with no further patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.